Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this lot number. However, a device history record review was performed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The sleeve was present on the balloon but partially removed from it by approximately 10mm. The shipping mandrel was returned inserted within the tip of the device. The eyelet was pushed down over the sleeve end. The shipping mandrel and sleeve were removed from the device without difficulty during the evaluation. A break at the taper point of the balloon at the proximal bond was confirmed. The inner was also severely stretched from the break area to the outer shaft for a length of 304mm. Two images were provided for review. However due to poor image resolution no conclusions relating to the reported issue could be determined from the images. The damage to the device - the break and stretched inner suggest that user handling (excessive force) was responsible for the damage, likely occurring during the attempted removal of the sleeve during device preparation. The user may also have inadvertently failed to remove the shipping mandrel prior to the attempted sleeve removal. Therefore, the result of the investigation is unconfirmed for the reported failure to remove balloon sleeve issue. The root cause for the reported failure to remove balloon sleeve issue could not be determined based upon the available information received from the field communications, device evaluation and images review. Labeling review: the instructions for use for bantam otw was reviewed and the following sections are applicable. Balloon characteristics: individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam¿ balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Indications: the bantam¿ pta balloon catheters are intended for balloon dilatation of renal, iliac and femoral arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. These catheters are not designed to be used in the coronary arteries. Warnings: ¿ visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. ¿ use the catheter prior to the ¿use by¿ date specified on the package. ¿ do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. ¿ proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Do not continue to use the balloon catheter if the shaft has been bent or kinked. Storage: store in a cool, dark, dry place. Use the catheter prior to the ¿use by¿ date specified on the package. Directions for use: inspection and preparation ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. H10: d4 (expiration date: 02/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that prior to an angioplasty procedure, the balloon protector was allegedly too tight to be separated from the balloon after the package was opened. The procedure was completed using another device. There was no patient contact.